Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the surgeon was able to press the green button. However, the handle could not be squeezed. The device did not fire. To resolve the issue, a new stapler was used. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot#:p2g0011). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.